Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis revealed random, intermittent, and unpredictable behavior consistent with device malfunction. Device explant and replacement were recommended. The data indicated sufficient reserve to maintain normal therapy functions for approximately seven days. To date, this ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis revealed random, intermittent, and unpredictable behavior consistent with device malfunction. Device explant and replacement were recommended. The data indicated sufficient reserve to maintain normal therapy functions for approximately seven days. To date, this ICD was explanted and replaced. No additional adverse patient effects were reported.